Event description:
Report of patient having tingling sensation, slight pain on the gingiva, slightly painful, brownish discolored erosive changes after cessation of the treatment with gluma desensitizer powergel. Details of incident were not provided re: patient details, date of event. This complaint was received from (B)(4) as a user complaint. This occurred in (B)(6). This incident is reportable according to 21 cfr 803. The FDA defines this as a serious injury (21 cfr sec. 803.3) as the patient reported having an adverse reaction. Because the malfunction allegation could not be confirmed, the cause of the adverse reaction could not be determined. The incident will be reported to maintain compliance with 21 cfr 803 and out of an abundance of caution.

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method/results/conclusion: directions for use indicate rubber dam use is required. Isolation was not used or insufficient to protect soft tissue from contact with gluma desensitizer.